Manufacturer narrative:
This report is being submitted as follow up no.1 to update and to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. The device was returned with the sheath shaft fully separated from the sheath hub. The sheath shaft was fully prolapse and stuck on the shaft of a 6fr cordis catheter. Visual inspection revealed that the proximal end of the sheath was fully prolapsed and the shaft had several bends and kinks. The distal end of the sheath shaft was slightly accordioned and the damage was confirmed under microscope. The sheath hub was observed under microscope and no damage was observed inside the hub. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the damage on the sheath can be attributed to difficulties during withdrawal of the device to scar tissue, calcification, or a combination of these. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an issue with a glidesheath slender sheath. The issue affected the care of the patient greatly. Additional information was received 02october2019: the sheath separated at the hub during the procedure. The procedure was a left heart cath. The left coronary artery was accessed. Vasodilator was given. There was no resistance on insertion of the sheath. An angiogram was not performed because the problem occurred as they were removing a guide catheter. Additional information was received 07october2019: the vasodilators were given through the sheath. Coronary guide catheter was removed and, as it was pulled out of the radial artery, the sheath catheter came out with it. The catheter was a 6fr. The wrist of the patient was not where the sheath was placed, bent or contracted in any way. The separation of the sheath from the hub was not noted before the sheath was placed in the patient. Physician converted to femoral approach. The patient was reported to be in stable condition and no complications occurred. The procedure was completed successfully from a femoral approach. There was an estimate of less than 250cc's of blood loss. There was a cordis xbc 3.5 guiding catheter used as well.